Event description:
The pt had a shoulder surgery in 2005 using 2 panalok absorbable anchors. They stated that the anchors did no absorb and they became proud to the bone causing discomfort to the pt. In 206 a second surgery was hard to remove the 2 panalok devies. It is not known at this time what the pt's condition is. [Associated with MDR 1221934-2006-00058].

Event description:
Our affiliate is reporting that the pt had shoulder surgery on june 8, 2005 using 2 panalok absorbable anchors. They state that the anchors did not absorb and they became proud to the bone causing discomfrot to the pt. On february 28,2006 a second surgery was held to remove the 2 panalok devices. It is not known at this time what the pt's condition is associated with MDR 1221934-2006-00058